Event description:
The customer reported that the low ma, low kvp displayed on carm and no image displayed on the left monitor. The system went to max technique.

Manufacturer narrative:
The ge service rep removed and replaced the x-ray controller battery. He restrapped the workstation transformer to output 118 volts on secondary taps. The system performed fluoro shots with no error messages. The system tests and checks out ok.